Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, when signing in to the pyxis station, request a witness before removing any medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. Upon investigation of the actual device used in this incident, it was determined that the device required witness for every medication removal. The technical support specialist (tss) attempted to access the application server but experienced a timeout. Successfully accessed the database server and reviewed device settings for two stations. It was found that the witness for removal setting was unchecked and informed the user about the findings. Tss proceeded to close the case as there is no response from the customer. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, when signing in to the pyxis station, request a witness before removing any medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.